Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation will be provided in the final report. The UDI is unknown due to the product being manufactured prior to 2008.

Event description:
Manufacturer report reference number: 1627487-2020-49150, 1627487-2020-49151. It was reported that the patient experienced ineffective stimulation. As a result, the patient had the system explanted to address the issue.

Manufacturer narrative:
Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.